Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no.: 515052, batch no.: 1807712. It was reported that during use of the bd phaseal optima injector (n35-o) the injector and connector popped apart prior to infusion. The following information was provided by the initial reporter: we had an incident at an out patient infusion center where the nurse fully connected the injector to the connector. When she let go they popped apart. She is not sure if she heard a click but definitely felt that it was engaged. When she reconnected them they stayed together and infused fine. Nurse had a very similar incident this same morning. He will be sending you the information from that.

Manufacturer narrative:
Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 1807712, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Three retained samples of lot 1807712 were used for additional evaluation. The product was visually inspected with no defects observed. Testing was performed, engaging and disengaging the product and all samples functioned as intended. Based on the available information we are not able to identify a root cause at this time.

Event description:
Material no.: 515052 batch no.: 1807712 it was reported that during use of the bd phaseal optima injector (n35-o) the injector and connector popped apart prior to infusion. The following information was provided by the initial reporter: we had an incident at an out patient infusion center where the nurse fully connected the injector to the connector. When she let go they popped apart. She is not sure if she heard a click but definitely felt that it was engaged. When she reconnected them they stayed together and infused fine. Nurse had a very similar incident this same morning. He will be sending you the information from that.